Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the alarms do not go off when pump runs out of insulin, rewind louder and slower unexplained no delivery, buttons had to be pressed more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm or audio/beep anomaly noted during testing. Device had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm or rewind anomaly due to unresponsive button. (B)(4).